Event description:
It was reported that the user¿s dexcom sensor supply lapsed, the g7 grace period expired, and the ilet was not yet in bg run; the user was instructed on how bg run works and where to enter fingerstick values, with a last reported blood glucose of 252 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed regarding use of bg run mode with manual blood glucose entry until sensors are available. Investigation of this case revealed no device malfunction of the ilet; the event was associated with absence of cgm data due to sensor expiration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.